Event description:
It was reported that the right ventricular lead had oversensing and undersensing. In bipolar there was no sensing of r waves, and in unipolar there was oversensing. It was also reported that the impedance had been trending downward over time. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.